Event description:
It was reported that during a cardiac ablation procedure, the achieve advance catheter perforated the arctic front balloon and had to be replaced to resolve the issue. After a new catheter was introduced, the procedure was completed. No patient symptoms or complications were reported, and no medical or surgical intervention was needed to prevent permanent impairment of function. The patient was not under general anesthesia, did not require extended hospitalization, and experienced no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked/twisted near the electrode(s) 1,2,3,4,5 ,6 and 7. The loop was ribbed near the electrode(s) 1,2,3,4,5,6 and 7. The loop was torn and damaged near the electrode(s) 2, 4, 6 and 7. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrode(s) 6 was displaced from its original location, bent, and crushed. The electrode(s) 7 was displaced from its original location. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported issue (mapping catheter perforated the balloon catheter) was plausible with the observed condition of the returned mapping catheter. The mapping catheter failed return inspection due to a tear at the tip/loop of the pebax tubing, a kink wat the tip/loop of the pebax tubing, a deformed electrode on the loop of the pebax tubing and a displaced electrode on the loop of the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.